Event description:
It was reported that the patient alert tones have sounded every day. It was also reported the hvb and svc impedances have varied from 70ohms to greater than 200ohms. It was further reported that a connector issue was suspected. The lead was reconnected, and the device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The defib and svc impedance measurements were elevated through most of the record with frequent values of infinite.

Event description:
It was reported that the patient alert tones have sounded every day. It was also reported the hvb and svc impedances have varied from 70ohms to greater than 200ohms. Follow-up attempts were unable to confirm the lead status. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The defib and svc impedance measurements were elevated through most of the record with frequent values of infinite.